Event description:
On 5th august 2025, rayner received notification from a healthcare facility in new zealand of an event that occurred following implantation of a rayone aspheric rao600c. The event description provided states that approximately 5 years post-operatively calcium deposits have been observed in the iol.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that approximately 5 years post-operatively, calcium deposits have been observed in the iol. The patient is reported to have undergone an uneventful cataract surgery in 2019 and laser posterior capsulotomy 2 months later (indication unknown). The patient was seen in 2020 with age related macular degeneration (amd) and the lens was verified to be free of deposits at that time. The patient is having regular intravitreal anti-vegf injections for wet amd and is noted to have a subconjunctival haemorrhage due to this. The patient's visual acuity in the subject eye is 6/7.5 with good fundal view. The macular problems affect the left eye. The patient has had bilateral iol implantation and the left eye also underwent yag capsulotomy and multiple anti-vegf injections; however, the left iol has remained clear while the right eye has opacified. Rayner IFU contraindicate "active ocular diseases" (e.g., chronic severe uveitis, proliferative diabetic retinopathy, chronic glaucoma not responsive to medication) and "corneal decompensation or endothelial insufficiency". "Precipitates" is listed in the "adverse events" section of the IFU, to indicate that for any iol there is a possibility of opacification, potentially due to non-iol related factors. The calcification of iols has been categorised in published literature into two types; primary and secondary (plus a third for those incorrectly determined cases). Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has never had a confirmed case of primary calcification relating to a rayner iol. Rayner has made no material processing or packaging changes that may have negatively affected our iols. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices, repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. The device remains implanted. In the absence of the device for return, it is not possible to verify the nature and/or origin of the deposits on the iol. The patient's medical history and the combination of repeat ocular surgery/treatment is likely a contributory/causative factor to the onset of post-operative deposits in this case.